Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3 7754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was initially reported that a patient experienced "a lot of pain" at the incision site of the implantable neurostimulator (ins). Specifically, it was described as "excruciating and unbearable" and the ins was "unreal in terms of the discomfort it causes her¿. The patient had been reporting the pain to their physician since (B)(6) 2012. The implant site was reported as "sensitive to the touch", but was not red. It was noted that the patient's left arm had been "very itchy" and it "broke out in bumps". It was reported that the patient's left pinky finger and ring finger were "completely numb and she could not use them". In addition to the pain issue, the patient experienced stimulation in the wrong location. Specifically, they felt the stimulation in their chest but was need in the left shoulder and neck areas for their therapy. The patient had been reprogrammed once by the manufacturer¿s representative who ¿spent hours¿ trying to get the stimulation to the correct spot. The patient had an appointment on (B)(6) 2013 to see their physician. Follow up information received on (B)(6) 2013 reported that the patient was reprogrammed by the manufacturer¿s representative with the result that they seemed to get ¿some relief¿. The patient¿s physician was going to schedule a CT scan of the patient¿s spine to see if there were any further spine issues. They also planned to get x-rays to check the lead placement. Follow up information received on (B)(6) 2013 from the healthcare professional (hcp) reported that the cause of the event was lead migration/dislodgment of the lead. A lead revision was performed on (B)(6) 2013. Reprogramming of the implantable neurostimulator (ins) was performed on (B)(6) 2013 with the result that good coverage was achieved ¿post surgical¿. No hospitalization was required for the event.